Manufacturer narrative:
(B)(4).

Event description:
It was reported that an asymptomatic patient presented with high capture thresholds. The right ventricular lead was capped and replaced. The patient was stable post-procedure.